Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. The complaint regarding the tips do not close was confirmed by failure analysis. The probable root cause is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that the tips of the force bipolar instrument do not close all the way. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.